Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported screen is blank, won't boot up. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys and both iuis (inter-unit interface) due to corrosion. Based on the findings, service determined that the reported issue was due to unresponsive key of the front case assembly keypad. Device history record: a review of the device history record showed the device had a manufacture date of 11apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported screen is blank, won't boot up. There was no patient involvement.